Event description:
It was reported that patient experienced an event of infusion set bent cannula on (B)(6) 2026. The blood glucose level was 23 mmol/l and the patient was treated by correction injection via multiple daily injection (mdi). The issue occurred with two infusion sets.

Manufacturer narrative:
Initial 2 of 2. Name- tandem, street-11045 roselle street, city- san diego, state- ca, zip code- 92121. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.